Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with tachycardia. The device was noted to be in a slow vt. Device oversensed noise on the lead. Multiple auto mode switch episodes were observed on the egms and was determined that each one was an inappropriate mode switch due to atrial lead noise. This appeared to be minor lead noise on the real time egm but not enough to cause oversensing. There are no known patient consequences.

Event description:
New information notes that the system will remain implanted.

Event description:
Related manufacturer reference number: 2938836-2019-12419.